Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the multi-link mini vision coronary stent systems instructions for use (IFU) states: prior to using the multi-link mini vision css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It was reported the stent dislodged inside the protective sheath during un-packaging however it was not noted until the physician attempted to deploy the stent. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure to treat a lesion in the proximal left anterior descending coronary artery, after unpackaging and prepping a 2.5x23 mini vision rx stent delivery system (sds) without issue, the sds was advanced via femoral access to the lesion. When attempting to deploy the stent, it was noted that the stent was not on the system. The sds was withdrawn without issue from the anatomy and the stent was found have dislodged inside of the protective sheath during unpackaging. Another same size mini vision rx sds was used to successfully treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.